Manufacturer narrative:
The field service representative found the sample probe was misadjusted. He adjusted the sample probe liquid level detection and system checks were completed successfully. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable troponin t gen5 stat result for one patient sample from the cobas 6000 e601 module. The initial testing of the sample gave a short sample alarm. The repeat result was 6.37 ng/l and was reported outside of the laboratory. The result was questioned by the physician as it did not match the patient history. The sample was repeated on another cobas e601 analyzer and the result was 429.2 ng/l which was believed to be correct. The reagent lot number was 416799. The expiration date was requested but was not provided.